Event description:
It was reported that the patient presented in the operation room for implant procedure. It was noted that the helix of the new right ventricular (rv) lead was damaged prior the procedure. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2022. The patient was discharged post-procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead with a stylet was returned in one piece measuring 58.0 cm. Visual inspection of the lead found the helix to be retracted with sign of blood. No other anomalies were found. The cause of the reported event was isolated to the helix being clogged with blood/tissue.